Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned to manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of device is damaged. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned packaging was confirmed to have a scratch on the outside of the cavity on the tray, however, the scratch would not have any effect on the sterility of the package. The device history records were reviewed and no discrepancies were identified. It is likely that the reported scratch on sterile packaging occurred during transit. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.